Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 39 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Insulin pump received with unresponsive act button due to flattened dome (no crease). Unable to perform rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to unresponsive button. Insulin pump received with minor scratches on lcd window. Insulin pump received with cracked case at display window corners.